Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a femoral artery. During deployment of a 6.0 x 150 mm absolute pro self-expanding stent system, the handle started to open, while the thumbslide was being turned. The handle was held together by the surgeon and the stent was successfully deployed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The deployment difficulty and handle separation was confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. The additional treatment of holding the handle together to complete the deployment was due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.